Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to update the software however analysis was unable to confirm the customer comment that the programmer had a black screen. It was determined at analysis that the programmer experienced touch screen deviation after the software update, as the cursor would randomly jump away from finger while moving then came back, which was noticed with finger touch. It was noted that the programmer's cursor tracked as expected when used with the stylus pen. It was further noted that the electromagnetic interference (emi) repair was performed which did not resolve the issue. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to update the software and had a black screen. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.